Manufacturer narrative:
(B)(4).

Event description:
It was noted that at one point the ins was "bulging out of the skin" of the patient. It was noted that the ins pocket was too deep and the ins was moving.

Event description:
It was reported that the patient was implanted in (B)(6) 2011. In (B)(6) they had to go back in and remove the ins and implant it back into a different spot. The ins pocket was too big and the ins had flipped in the pocket. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3093-28 lot# v735308 serial# implanted: 2011 b)(6), product type lead product ID: 3037 l ot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).